Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test sample stylet was fully inserted into the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet would not advance within the lumen of the right ventricular (rv) lead. Multiple stylets were attempted without success. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.